Event description:
As reported via the (B)(4) study, a patient experienced a peri-procedure myocardial infarction (mi). At the time of the index procedure, angiography revealed 99% occlusion of the unprotected distal left main artery. The indication for the procedure was unstable angina and a positive function test for ischemia. The lesion was 15mm in length, class a and de novo with timi 3 flow. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.0 x 12mm non-cordis balloon at 14atm, and a 2.25 x 18mm cypher stent was implanted at 12atm. The stent was post-dilated per standard procedure with a 3.0 x 8mm non-cordis balloon at 16atm. An ostial 1st diagonal lesion with 30% stenosis was also treated with balloon angioplasty with a non-cordis balloon. Pre-procedure cardiac enzymes were not measured. Post-procedure ckmb peaked at 6.2 (uln 5.0) and troponin t peaked at 0.04 (uln 0.01). According to the cec adjudication committee, this met the arc definition for peri-procedure mi. According to the investigator, there were no post-procedure complications and the patient was discharged approximately five days after the index procedure.

Manufacturer narrative:
Concomitant medications: monopril 5mg daily (since (B)(4) 2010), coreg 6.25mg twice daily (since (B)(4) 2010), zocor 20mg daily (since (B)(4) 2010), lasix 40mg daily (since (B)(4) 2010), atrovent 2.5ml ((B)(4) 2010), lovenox 40mg ((B)(4) 2010), protonix 40mg ((B)(4) 2010), bivalirudin (intra-procedure). Concomitant devices included: 2.0 x 12mm and 3.0 x 8mm balloon catheters (brand unknown) additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced a peri-procedure myocardial infarction (mi). This is a (B)(6) male with medical history including hypertension, hyperlipidemia, family history coronary artery disease, angina, cva/stroke ((B)(6) 2009), pci ((B)(6) 2010), CABG ((B)(6) 1998),myocardial infarction ((B)(6) 2005), congestive heart failure, copd and history of ICD placement. At the time of the index procedure, angiography revealed 99% occlusion of the unprotected distal left main artery. The indication for the procedure was unstable angina and a positive function test for ischemia. The lesion was 15mm in length, class a and de novo with timi 3 flow. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.0 x 12mm non-cordis balloon at 14atm, and a 2.25 x 18mm cypher stent was implanted at 12atm. The stent was post-dilated per standard procedure with a 3.0 x 8mm non-cordis balloon at 16atm. An ostial 1st diagonal lesion with 30% stenosis was also treated with balloon angioplasty with a non-cordis balloon. Pre-procedure cardiac enzymes were not measured. Post-procedure ckmb peaked at 6.2 (uln 5.0) and troponin t peaked at 0.04 (uln 0.01). According to the cec adjudication committee, this met the arc definition for peri-procedure mi. According to the investigator, there were no post-procedure complications and the patient was discharged approximately five days after the index procedure. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.